Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a rapid-onset severe low blood glucose while using a g7 cgm with the ilet system, with the lowest device reading of 39 mg/dl and prolonged hypoglycemia about one hour; the user treated with oral carbohydrates including glucose tablets and apple juice, and no device malfunction or component-specific issue was identified. Symptoms included hypoglycemia with lethargy, fatigue, and malaise. Outcomes included no lasting health consequences or impact, though the event required unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information regarding any device component or problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.